Event description:
Attorney reported: in 2005- the pt underwent a hernia repair procedure with placement of a non-recalled composix kugel mesh patch. In 2008- the pt presented to her doctor with severe and chronic pain in and around her hernia surgical site. The doctor noted severe infection around the surgical site and recommended surgery. Five days later - the pt underwent surgery and the mesh patch was removed. A portion of the pt's bowel was noted to be adhered to the mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.